Event description:
It was reported to philips that the system x-ray tube was defect causing loss of live imaging. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The planned non-emergency treatment procedure was aborted, and the patient was moved to another room to complete the procedure. Philips was unable to confirm the allegation regarding the defective x-ray tube as the customer refused philips service. Therefore, no additional investigation or corrective action was possible or has been provided by philips. The codes were updated based on the investigation outcome.